Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and shaft, consistent with the sds advanced into the patient anatomy. The stent implant was dislodged from the balloon and was not returned, confirming the reported separation. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the xience v sds was attempting to advance through a previously placed stent, which likely contributed to the reported difficulties. It should be noted the xience everolimus eluting coronary stent system instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. It is likely that the stent interacted with the previously placed stent during advancement, contributing to damaging the stent resulting in resistance during retraction and the stent ultimately dislodging. A review of the lot history records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stent dislodgements for this lot. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during an interventional procedure of the midportion of the right coronary artery with heavy tortuosity and calcification/90% stenosis, predilatation was performed. A xience prime stent was implanted in the lesion. During an attempt to cross the xience prime stent, the xience v rx 2.5 x 15 mm stent delivery system (sds) met with resistance with the stent and dislodged from the balloon. During removal of the sds, resistance was also noted. The stent was then crushed against the vessel wall. No adverse patient effects or clinically significant delay were reported. No additional information was provided.